Event description:
It was reported that sec w/ss dc 20dp & hanger tex came apart. The following information was provided by the initial reporter: material #: 10013364t batch/ lot #: 20095607. It was reported that the tubing is pulling out of the drip chamber.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint that the tubing is pulling out of the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013364t lot number 20095607 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec w/ss dc 20dp & hanger tex came apart. The following information was provided by the initial reporter: material #: 10013364t, batch/ lot #: 20095607. It was reported that the tubing is pulling out of the drip chamber.